Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the protective black layer at the distal part of the probe was dislocated from his original position. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s for the reported condition could be the unit used as a tool for mechanical displacement of tissue, use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Gtin: (B)(4).

Event description:
It was reported that arcing was caused by a breach in insulation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that arcing was caused by a breach in insulation.